Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the vibrating function not working. Customer's most recent blood glucose level was 260 mg/dl. Customer stated that he later dropped the pump and it worked again. Customer stated that it occurred 3 weeks ago. Customer stated that the pump was not working for a week and at the same time the pump fell off a coffee table. Customer stated that the pump started to vibrate again just fine. Customer has not had any problems with the pump. Customer declined troubleshooting the pump. No further assistance needed.